Event description:
It was reported that the patient was admitted with anterior wall myocardial infarction. Percutaneous coronary intervention was performed and a 2.75x18 rx zeta stent was implanted in the circumflex artery. The stent was confirmed to be well apposed to the vessel. Approximately 3 hours post stent implant, the patient collapsed in the intensive care unit. Streptokinase was administered but the patient did not respond and ultimately expired. Per physician opinion, the cause could possibly be in-stent thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of thrombosis and death are listed as adverse events in the zeta instructions for use (IFU). A conclusive cause for the reported thrombosis and death patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.